Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-06092019-0000520830 submitted for adverse event which occured on (B)(6) 2013, (B)(4) submitted for adverse event which occured on (B)(6) 2015, (B)(4) submitted for adverse event which occured on (B)(6) 2018, (B)(4) submitted for adverse event which occured on (B)(6) 2018, (B)(4) submitted for adverse event which occured on (B)(6) 2018, (B)(4) submitted for adverse event which occured on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent excision of the previously placed mesh and incisional hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent lysis of dense adhesions and removal of foreign body on (B)(6) 2015. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery, lysis of adhesions and repair of colon serosal tear on (B)(6) 2018. It was reported that the patient underwent recurrent incisional hernia repair surgery, drainage of abscess and repair of colotomy on (B)(6) 2018. It was reported that the patient underwent removal surgery, drainage of abdominal wall abscess, drainage and evacuation of large hematoma and partial removal of omentum on (B)(6) 2018. It was reported that the patient underwent debridement of abdominal wall infected mesh on (B)(6) 2018. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.